Event description:
It was reported by the user site that on (B)(6) 2026, during use of a selenia dimensions mammography system, the system generated multiple motion-related errors and the gantry shut down while a patient exam was in progress. The technologist reported that they were not commanding the system to move at the time the errors occurred. The user site reported that the system was rebooted and normal operation resumed. No patient or user injuries were reported. Hologic technical support (ts) reviewed the system logs and for the issues reported. Ts discussed the findings with the site and recommended inspection of the drag brake assembly and associated components. No further information is currently available.